Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for moderate growth of organism 1 kocuria kristinae. The device was retested on (B)(6) 2025, and it tested positive for light growth of organism 1 staphylococcus hominis. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in MFR report # 9610595-2025-11979. Should additional relevant information be received, it will be captured in that MFR number.